Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4). The account reported that the hemopro 2 was broken, however, both the hemopro 2 and cannula were returned to the factory for investigation. A visual inspection was conducted. Signs of clinical use was observed. No blood was observed on the devices. The hemopro 2 was returned inside the cannula. The blunt tip was dislodged from the cannula tube. The hemopro 2 sat between the dislodged blunt tip and the cannula tube. The hemopro 2 was removed from the cannula and inspected. No nonconformance was observed. There were no defects observed to the blunt tip. Based on the returned condition of the devices and the results of the investigation, the reported complaint was confirmed for "break cannula blunt tip." (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 was broken out of the box. The hospital reported there was no patient involvement.

Manufacturer narrative:
(B)(6) 2016 04:40 pm (gmt-5:00) added by (B)(6) ((B)(4)): the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 was broken out of the box. The hospital reported there was no patient involvement.